Event description:
It was reported to ventec that the device's "oxygen was not flowing properly". There was patient involvement associated with the reported event. Ventec contacted the patient's respiratory therapist (rt) for additional information and was advised that "they called me and just stated that when they hooked to the oxygen through the primary vent that her oxygen level went down. Then when they put the oxygen through the secondary ventilator, it worked fine." Ventec then asked the rt what the patient's oxygen saturation levels were and was told "I do not know the exact desaturation for the patient. The nurse was with patient when it happened. I imagine it fell below 90% because that is their ultimate goal is to keep her above 90%." The rt confirmed that there was no patient harm as a result of the reported issue, however, the patient did desaturate and as a result, medical intervention was necessary to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.